Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that probable electromagnetic interference /cautery oversensing on ventricular high rate episodes during an unrelated operating room procedure was noted. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.